Event description:
It was reported that the biomed stated that the arctic sun device had no flow. Per additional information updated from ttm on 06jan2026, biomed stated that the device was sent with note low air flow and flow rate (fr) was 0.0. Per wo notes, it was determined that the device had a failed circulation pump. Circulation pump command (cpc) was 100 percentage, flow rate (fr) was 0.0 2000-hour service requested.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed circulation pump. The device was evaluated upon receipt. No flow was found to be due to a seized motor, causing inability to rotate the pump head. Installed test circulation pump to fill in decontamination. Replaced circulation pump motor. A 2000-hour pm was completed on the device. As part of the pm, replaced circulation and mixing pump heads, heater, drain valves, manifold o-rings, evaporator outlet tube, double bend tube, and coin cell. Added power cord retainer clip. The arctic sun passed functionality testing in compliance with manufacturer specifications, functions normally and is ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of the investigation, no additional actions are needed. Correcion: d,f,h UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated that the arctic sun device had no flow. Per additional information updated from ttm on 06jan2026, biomed stated that the device was sent with note low air flow and flow rate (fr) was 0.0. Per wo notes, it was determined that the device had a failed circulation pump. Circulation pump command (cpc) was 100 percentage, flow rate (fr) was 0.0 2000 hour service requested.